Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: investigators were unable to confirm or duplicate pump not unlocking. Pump was locked and unlocked with no issues found. Evaluation confirmed all of the buttons are responsive to button presses and are functional. The buttons have spring back and click. The keypad has no visible sign of damage. Evaluation revealed that there was no contamination or any other anomaly found. Pump was opened to check condition of the keypad flex and connector. The keypad flex is firmly seated in connector with no signs of damage or contamination visible on flex or connector. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.